Event description:
It was reported that while the surgeon was implanting a ti vectra one level plate one of the clips broke and the plate and screws were replaced. The surgeon replaced the original screws with oversized/rescue screws. The broken product was removed easily without additional medical intervention. The procedure was completely successfully. There was a twenty minute delay in the procedure due to the broken product. The patient status/outcome was reported as good directly post-op. The 4 violet screws (04.613.520) were used first in all 4 screw holes. The blue screws (rescue-4.5mm 04.613.570) were used after the surgeon was not happy with the purchase of the 4.0 violet screws. He took out the violet screws and proceeded the put in the rescue (blue) screws. It was at this time that he noticed that the clip was broken on the plate. (B)(4).

Manufacturer narrative:
The product development event evaluation reported that one-level vectra plate, 4mm self-drilling variable angle screws (violet) and 4.5mm self-drilling variable angle screws (blue) are part of the vectra system intended for anterior plate and screw fixation of the cervical spine. The applicable technique guide for vectra, vectra-t and vectra-one was reviewed. These systems include several plate and screw implant options. All the plates in this system have wishbone clips to lock the screws. After plate length has been determined, the plate is contoured as need to fits the anatomy using a bender instrument to adjust the lordotic of plate avoiding to bend at the holes. The plate is then secured, the cortex is prepared and the screws are inserted, advancing them until the head is fully seated and the plate is lagged to the bone. For screw removal, an extraction screwdriver is recommended to be used. Upon inspection of involved received implants, the reported condition of broken clip of plate and insufficient purchase of screws could not be confirmed. The one-level vectra plate was received with one locking ring disassembled, corresponding orifice looks jagged and the detached locking ring is received damaged, one half is twisted however no cracks or fracture was detected. The four (4) violet screws and two (2) blue screws were received with slight signs of wear of the anodize layer on threads and one (1) violet screw and two (2) blue screws exhibits severe signs of wear of the anodize layer on the exterior of the head. The screws appeared to fit as intended on the remaining holes with the clip assembled. The inspected parts did not suggest conclusive evidence to rule out potential causes that contributed to cause this complaint. It is likely that affected clip was damaged when trying to remove the violet screws; it is possible that excessive force was applied or proper extraction screwdriver was not used however this or other detailed information is unknown. A review of the applicable associated drawing was performed. The drawings call out the appropriated dimensions, material and finishing processes for a successful respective device designs and successful construct; the returned parts were found acceptable per applicable drawing and no potential design issues were identified that could contribute to cause possible difficulties to cause this complaint. The plate and the screws found to be adequate for their intended use. In conclusion, although it is not clear how this complaint could occur, it is likely that effective technique was not met and has led to this complaint rather than design inadequacy. It is determined that the plate and screws are suitable for their intended use.

Manufacturer narrative:
A manufacturing evaluation was performed on the returned product. The ti vectra plate was returned along with four (4) violet screws and two (2) blue screws. The original packaging/ labeling is missing. Four clips are assembled on the plate; one of them is visibly damaged. The relevant features of the vectra plate were visually inspected before and after disassembly of the wishbone clips. Wishbone clips free movement could not be tested due to post production damage. Three holes of the plate were measured and found to be within specification, the fourth is not measurable due to post production damage. No visual defects were determined related to the production process.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Placeholder.